Event description:
On (B)(6), at approx 12:30 hrs, while driving the radpro / cannon portable x-ray unit through the emergency department to room #6 with (B)(6) rt, the portable varied sharply to the left as if the left drive wheel suddenly slowed/stopped. This happened again after finishing the pt exam while driving the unit back to the x-ray rooms in the emergency dept. This statement was prepared by the operator (B)(6) rt. "On (B)(6) 2014". The unit was removed from service and handed over to clinical engineering to test. (B)(4) was opened, cn (B)(4). This unit was tested and we could not reproduce any problem with the unit's drive assembly. It was reported to our canon dealer ptsi in (B)(6). Unit was just returned to us on (B)(4) 2014. The unit was replaced with a loaner due to recurring service related issues under warranty. A separate voluntary med watch report was filed for a similar incident on (B)(6) 2014.